Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump inappropriately suspended due to a sensor glucose of 58 mg/dl and a blood glucose of 160 mg/dl. Troubleshooting did not occur. The sensor was not returned or replaced.